Event description:
The patient was injected in the nasolabial folds with radiesse dermal filler and developed increasing swelling, discomfort and numbness one day post-injection. The patient was treated with cool compresses and otc nsaids. Vascular occlusion, infection and herpes zoster were considered as possible diagnoses. The patient went out of town 4 days post-injection.

Manufacturer narrative:
Lot #1021360, exp date: 07/31/2012, mfg date: 07/2010. While out of town the patient sought treatment from her primary care physician and was diagnosed with cellulitis and treated with antibiotic, cipro. Upon the patient's return the injecting physician contacted her and she reported the infected area has completely resolved. A review of the device history records indicates reported lots #1018884 and #1021360 met all specifications prior to release.